Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Per visual inspection: cap no longer stays attached, no physical damage to cartridge holder was noted. Customer reports: inpen not recording the exact doses dialed. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app.the leadscrew was received fully rewound. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. The dose button was removed and dust/debris was found under the dose button, on washer, on the dose detent and dose knob. Inpen was cut open, no misalignment of encoder contacts and pattern wheel noted. Encode assembly looks nominal. However, contamination (sand and dirt grains) was noted in the encoder contact board, encoder pattern wheel and ground contacts. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm cracked / broken. Contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inpen not to pair or will cause inaccuracy. Therefore, the customer complaint of dose log inaccuracy is unknown due to contamination. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen app was not recording the exact doses dialed on the inpen. No harm requiring medical intervention was reported. Customer will discontinue use of the device.